Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving stimulation and is unable to communicate with external devices. The patient last charged her ipg a month ago. The patient is pending follow-up with her physician and a sjm representative to determine the next course of action.